Event description:
It was reported that during a lap supracervical hysterectomy procedure, after receiving an error tone, the blade tip broke off during cleaning. The surgeon switched to bipolar cautery and scissors to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.